Event description:
The customer reported to olympus that insertion tube resistance of the evis exera iii colonovideoscope was too low and wrinkling of the insertion tube was noted. There were no reports of patient harm. The device was returned to olympus. During evaluation of the returned device, it was found that air and water (aw) tube, and jet tube (j-tube) had foreign materials resembling powder mixed with water. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of "resistance of insertion tube was too low and wrinkling of the insertion tube" was confirmed. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The bending tube was deformed and connecting tube had buckling. Device evaluation also found a whitish foreign material resembling powder mixed with water inside the air/water cylinder. The origin of the foreign material could not be determined. Additionally, it was found that the grip had a scratch, label on suction connector was peeled, plastic distal end cover had a burn, adhesive on bending section cover had a crack and bending section cover glue discolored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering/clogging the air and water cylinder, channel, and auxiliary water channel could not be identified. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The event was found during maintenance. The customer did reprocess the endoscope before it was sent to the workshop.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.